Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance on 2 contacts of above 40,000 ohms. They had seen a "run of issues with pocket adaptors" so they may decide to explant. Impedance testing was performed. It was unknown what led to the event. The issue was not resolved at the time of report and more information would be obtained from the hcp on (B)(6) 2016. No surgical intervention had occurred or was planned. It was further reported there had been issues with pocket adaptors. No recent falls or traumas with the patient were reported. They had changed the contacts but they weren't happy as the best therapeutic benefit was at the affected contacts which still had high impedances. They were still considering explant.

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# 0209711061, implanted: (B)(6) 2015, product type: adapter.